Event description:
Health care professional reported that a barium swallow was performed and a pouch dilatation was seen. During surgery to reposition the band, a band slippage was noted. The band remains implanted. Follow-up findings: the patient was experiencing heartburn and regurgitation, not tolerating solids or fluids.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Pouch dilatation, band slippage, reflux and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labelling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early and minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the reported event of band slippage, pouch dilatation and reflux as follow: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage maybe successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." "Band deflation may not resolve the dilatation if the stoma obstruction is due to significant slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation." Device labeling addresses the possible outcome of reflux and heartburn as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."